Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate component was reported. The event was confirmed. Method & results: -device evaluation and results: the returned baseplate has evidence of a very small amount fibrous tissues interfacing on the distal beaded surface and no clear signs of any bony fixation. Metal burnishing observed on the superior surface of the baseplate appears to correspond with the shape of the triathon baseplate impactor/extractor (catalogue 6541-4-805) and was most likely caused during the implantation and or the explantation process. The device is otherwise unremarkable. -medical records received and evaluation: medical review indicated; interfacial bone defect conditions were created during surgical preparation while using porous beaded devices that have suboptimal property to compensate for such issues leading to device loosening requiring revision surgery. The surgeon is responsible for optimal component choice given the implantation conditions in the patient. The interfacial bone contact defect conditions are caused by surgical technique even though unavoidable given today¿s state of technology with implantation. Devices with a higher degree of surface bioactivity are available to compensate for such conditions. There are no device-related aspects here because the behavior of the devices is in line with their expected behavior as further supported by the explant pictures that confirm an almost pristine appearance including the bearing insert. This pi case is not device-related. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: visual inspection identified a very small amount of fibrous tissues interfacing on the distal beaded surface and no clear sign of any bony fixation. Medical review indicated that interfacial bone defect conditions were created during surgical preparation while using porous beaded devices that have suboptimal property to compensate for such issues leading to device loosening requiring revision surgery. The surgeon is responsible for optimal component choice given the implantation conditions in the patient. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by the surgeon of the hospital that 1 year after initial surgery, the implant has not connected to the bone.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported by the surgeon of the hospital that 1 year after initial surgery, the implant has not connected to the bone.